Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that the patient experienced overdose-type symptoms following a catheter dye study (date not reported) being performed prior to a pump replacement. The hcp stated she aspirated approximately 1ml from the catheter access port prior to injecting the dye. Next, she injected a small amount of dye and saw that the catheter was patent. No rotor study was performed and no priming bolus was done after the dye study. After the dye study, the patient underwent a computed axial tomography scan (CT scan) to check the catheter as well. Approximately 30 minutes after the dye study, the hcp stated that patient was lethargic and an overdose was suspected. The pump was programmed to deliver compounded baclofen (2000 ug/ml); hydromorphone (6 mg/ml); and clonidine (1500 ug/ml) - the daily dose was not reported. The patient was admitted and given naloxone and responded very quickly, which they felt confirmed their suspicion of an overdose. The hcp stated the patient was back to baseline approximately 12 hours later and recovered without further incident. The pump was explanted and returned to the manufacturer. See manufacturer's report number: 2182207200703287.